Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed electromagnetic field test; lower case found out of electrical specification. Analysis also found the upper case is damaged (cracked light emitting diode lens) and the rf cable is damaged (cosmetic damage). Rf head label backing is missing. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.